Manufacturer narrative:
User error. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the cartridge had been use for over 4 days at the time of these alarms. Customer experienced an elevated blood glucose (bg) level; bg value was not provided. Correction boluses were delivered to address bg. A supply change was performed to address the occlusion. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.